Event description:
It was reported that the patient complained of intermittent diaphragmatic pacing. The device did not capture at 5 v. A chest x-ray confirmed that the atrial lead had dislodged. In an attempt to reposition the lead, the pocket was opened and the sutures were found to have "come away" from the muscle. Therefore, the lead was explanted.